Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test,displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No excessive no delivery alarm, unexpected battery power loss, low battery alarm, compromised force sensor system alarm, no unexpected no reservoir alarm, failed battery alarm and rewind anomaly noted during the testing. Insulin pump primed properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and reject new battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process and insulin pump rewind had slowed down. The insulin pump will not be returned for analysis.